Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it passed the displacement test, prime test and excessive no delivery test. No excessive no delivery alarm noted. Device received with scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump is alarming no delivery. During troubleshoot; a 5 units fixed prime was performed and customer stated that the insulin did exit the tubing. Customer removed the infusion set and the cannula was bent. Customer stated that the insulin pump is new and has been getting no delivery alarms even when there are no bent cannulas. Blood glucose 193 mg/dl. Nothing further reported.